Event description:
Following the implant procedure, no sensing and low impedance on the atrial lead was noted. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, low sensing and low impedance were noted on the lead after being sutured in the suture sleeve. The suture was removed to resolve the issue. The patient was in stable condition.